Event description:
This unit has a duck bill valve that will open when the bag has been depressed. Then closes and allows the pt to exhale (talking above neonates). The problem is the duck bill valve does not open and the air that should go to the pt is dissipated through the relief valve. The bag feels like and appears to be working, but the pt gets no resuscitation breaths. Rptr understands from staff therapist this is not an isolated incident with this resucitation.